Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the visual defect on the four year old reamers remaining tip coincide and provide evidence that at the time of surgery the reamer was not in line with nail¿s location hole. The reamers 03.010.368 are multiple use instruments hence the condition of the cutting blades before surgery are unknown. The leaflet ¿important information send out with depuy synthes instruments describes the recommended instrument inspections on reprocessing procedures before surgeries for reusable devices. Without having all used instruments at hand e.g. The aiming arm and insertion handle at hand a final answer on functionality of the used instrumentation cannot be made. However, the degree of damage and wear/striations support the application of excessive force during surgery. The technique guide states: ¿do not exert force on the aiming arm, protection sleeves, drill sleeves and trocars. This force may prevent accurate targeting through the proximal locking holes and damage the drill bits.¿not having all involved articles at hand, an assessment of functional integrity is not possible. Moreover, evident signs of excessive force that lead to the significant deformation indicate a misalignment of instruments/implants. The root cause of the reported problem cannot be finally assessed due to the above stated reasons. We consider that reamer got damaged during mechanical overloading situations. Based on our investigations a product related fault can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a reamer broke while reaming a patient¿s femur head during an intramedullary nailing ¿ a2fn reconstruction procedure on (B)(6) 2015. Reaming is required prior to the insertion of hip screws. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted or explanted. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing site: (B)(4)- manufacturing date: may 2, 2011. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.